Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including diabetes.

Event description:
Edwards received notification that this 7300tfx27 valve implanted in mitral position was explanted from a 69-y-o patient after an implant duration of 4 years and 4 months due to prosthetic deterioration and heavily calcified inmobile leaflets leading to mitral stenosis mean gradient of 32mmhg seen on tte. Toe reported valvular thrombus on the atrial side, however this was not evident at explant. As reported, patient presented with nyha class iii - IV dyspnea. Another valve was implanted in replacement. As reported, patient was noted as to be recovering.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 7300tfx27 implanted in mitral position was explanted from a 69-year-old patient after an implant duration of four (4) years and four (4) months due to prosthetic deterioration and mitral stenosis (mean gradient of 32mmhg seen on tte). Toe reported valvular thrombus, however this was not evident at explant. As reported, patient presented with nyha class iii - IV, dyspneoa. Another valve was implanted in replacement. Reportedly, patient was noted as to be recovering.

Manufacturer narrative:
Updated section d9, h6 (device code) and h6 (type of investigation). The device was returned for evaluation. Customer report of deterioration and stenosis were confirmed due to calcification. X-ray demonstrated wireform intact and moderate calcification on all three leaflets. Host tissue on the stent circumference was minimal at both aspects. Calcification restricted leaflet mobility and led to stenosis. Hematomas were observed on leaflet 3 on the inflow aspect and on all three leaflets on the outflow aspect. Sewing cloth had multiple cuts around the sewing ring. See attached evaluation photos.